Manufacturer narrative:
The customer service engineer verified the reported error codes, replaced the bd cpu and upgraded the device software. All device calibrations were performed. The device was then operating according to manufacturer specifications. (B)(4).

Event description:
The customer reported that the device displayed multiple error codes during use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of patient injury or death associated with this event.